Event description:
Boston scientific received information that the right ventricular lead was revised due to dislodgement. The patient had a lv assist device implant procedure. Additional information received indicates the rv lead was dislodged due to the lv assist device placement which caused rv threshold increase. The rv lead revision was successful. The rv lead remains in service. No adverse patient effects were reported.

Event description:
The rv lead revision was successful and the lead was replaced with a new competitor lead. The rv lead was abandoned surgically.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--